Event description:
The customer reported that the system is giving a "checksum error" and won't boot up.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge svc rep replaced the sram and eeprom. The system is operating as intended.